Event description:
Overdelivery of dextrose reported: it was reported that tpn bags with inacurrate dextrose and amino acid volumes were dispensed to three pts in the nicu. According to the customer contact. Neonate #3 experienced an unexpected increase in neonate glucose level (170mg/dl). There were no medical interventions ordered. The customer contact stated, "neonate was so sick, the add'l glucose was tolerated well". Though requested, there was no add'l info available.